Event description:
The customer reported via phone call that the insulin pump alarmed failed self test. The customer's blood glucose was 65 mg/dl. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer was assisted in performing a self test, and the customer stated the self test failed. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed self-test. No rf pic failed self-test alarm or rf test failed alarm was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.